Event description:
It was reported that a patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. Patient was in stable condition.

Manufacturer narrative:
The reported event for low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical, mechanical, and longevity analysis was normal with no anomalies found.